Manufacturer narrative:
Event date: exact date unknown, event occurred in approximately nine months ago.

Event description:
It was reported that the patients ipg would not hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the facility.